Event description:
It was reported that a user experienced a high and a subsequent low near a mealtime while using the ilet, with meal split into two smaller portions and announcements made at first bite for each; glucose began rising before the first announcement and later declined to a low after the second portion. Symptoms included frustration, black spots in vision, and irritability during the low, while the elevated glucose was asymptomatic. Outcomes included hypoglycemia to 56 mg/dl and a separate hyperglycemia of 234 mg/dl without need for emergency care or hospitalization. Investigation included review of glucose trends, timing of meal announcements, and user-reported carbohydrate intake and treatment. Investigation of this case revealed an unclear cause of hypoglycemia despite appropriate oral glucose treatment and adherence to meal announcement at first bite; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.